Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The device evaluation was completed on 05-apr-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was placed in its original place. In addition, it was observed that the tip of the device was returned cut from the shaft. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test of the side port was performed, and no issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The tip cut from the shaft could be related to a hospital practice to identify the complaint device after the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was "trapping air inside of it." They were unable to flush properly thru the hemostatic valve. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received. Air was not introduced into the patient as the sheath did not enter the patient. The physician attempted to syringe flush. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port issue.